Event description:
It was reported that 2 yukon polyaxial screws fractured intra-operatively during screw insertion. All the fractured pieces were removed from the surgical site. The procedure was successfully completed with a 5 minute delay. No adverse consequences or medical intervention were reported. This report will capture the second of two screws.

Manufacturer narrative:
The returned yukon oct polyaxial screw was visually inspected. Discoloration was observed on the inside of the tulip head, around the circumference of the anvil component. The screw was confirmed to be fractured at the base of the tulip and the proximal end of the shaft. The fracture surface at the base of the tulip was observed to be relatively even, with little variation in the material surface. The shaft of the screw was determined to be bronze in color, with some discoloration throughout the threading of the device. The fracture surface at the proximal end of the screw shaft was smooth. Heavy deformation of the screw's threading towards the proximal end adjacent to the fracture site was observed. It is suspected this deformation occurred during screw removal from the bone using a separate tool. Complaint history records were reviewed for this catalog, and no similar complaints were identified. The bone was prepared using the drill and line to line tap. The tap used was the same size as the screw being inserted. The screw was firmly attached to a standard driver. The bone quality of the patient was described as hard, as the patient was young. Higher forces may be required to insert a screw due to hard bone quality. When attempting to apply a higher torsional force during insertion, a bending load may have unintentionally been applied to the inserter resulting in the screw fracture. The most likely root cause of the screw fracture during insertion is therefore attributed to patient factors.

Event description:
It was reported that 2 yukon polyaxial screws fractured intra-operatively during screw insertion. All the fractured pieces were removed from the surgical site. The procedure was successfully completed with a 5 minute delay. No adverse consequences or medical intervention were reported. This report will capture the second of two screws.

Event description:
It was reported that 2 yukon polyaxial screws fractured intra-operatively. Surgery was successfully completed with an unknown delay. No adverse consequences or medical intervention were reported. This report will capture the second of two screws.